Event description:
Received an electronic report of a pt with peritonitis from a dialysis user facility. The report stated a pt was diagnosed with peritonitis in 2006. The pt was treated with antibiotics 5 months later a call was placed to the initial rpeorter where it was learned the pt has had continual infection of peritonitis and the rn stated that bacteria is resistant. The rn stated that the pt used poor precautions and was not using the syringe correctly for the infusion of the prescribed antibiotic therapy and as a result was under dosed. The antibiotic prescription has been changed. Ot was learned this pt has been prescribed imperem ip every day for 14 days. The pt is able to continue peritoneal dialysis as of today. There is no sample available for an evaluation.